Manufacturer narrative:
Corrected: event/problem description, implant date, explant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient suffered the injuries, losses and damages herein claimed

Event description:
Litigation papers allege: patient suffered the injuries, losses and damages herein claimed. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address elevated levels. Date of implant has been corrected.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.